Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that when the nurse attached the saw blade to the battery oscillator device and started it, the saw blade came off. There were no delays to the planned surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the date of the event occurrence was the (B)(6) 2015. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.